Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2kkfa, product type: lead, product ID: 3560022, lot# va2 kvd5, product type: extension. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2kkfa, ubd: 08-dec-2023, UDI#: (B)(6) ; product ID: 3560022, serial/lot #:(B)(4) ubd: 25-mar-2024, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient received a lead during a procedure today. A manufacturer representative (rep) felt the set screw wasn¿t properly screwed into place when connecting the lead to the per cutaneous extension. Initially, when the scrub tech held the extension for the md to insert the lead, the md had difficulty inserting the lead so the tech unscrewed the set screw then inserted the lead then screwed the screw into place until an audible ¿click¿ occurred. Then continued to finish the procedure. It wasn¿t until post op that the ens showed it wasn¿t connected to the lead. The patient returned to surgery so the md could reinsert the lead into the perc extension. From there, impedances were checked to ensure everything was properly functioning before exiting surgery. Also the original lead was reinserted into the original perc extension we visualized "blue" within each window and then once the screw was secured the md gave a tug to make sure everything was connected.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2kkfa product type lead product ID 3560022 lot# va2kvd5 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the difficulty inserting the lead was inadvertent moving of the lead prior to tightening the set screw, the issue was resolved by reinserting the lead. They noted the same cause for the ens not being connected to the lead, it was resolved in the same way. Additional information was received from the patient's friend/family member. They reported they thought something went wrong with the procedure, the patient was in the ICU as of (B)(6) 2022 with high blood pressure. It was noted that the trial began (B)(6) 2022. The issue was described as ongoing with the patient still being hospitalized.